Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was obtained: was the ultrapro advanced product foil still completely unopened when the hcp detected small holes? No, it needs to be opened to be able to detect the holes. If they would check an unopened foil pack it would not be detectable as both the mesh and the other side of the foil would not let the light shine through. The circulating nurses always looks for that after opening all sterile products to see if there is a break in the sterile barrier. Did this issue contribute to any patient adverse event? No. When hole is detected they don¿t use the product. They open a new mesh. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2024 and mesh was used. The healthcare professional discovered small holes in the foil pack of the mesh. Microscopical, but detectable in a dark room with lights through. There were no adverse patient consequences. When hole was detected, they did not use the product. They opened a new mesh. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The product is not available for return.